Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via the manufacturer¿s representative (rep) reported the physician and rep noticed a possible infection and battery erosion at the implantable neurostimulator (ins) site during initial turn on of the device on october 5th. There were no known factors that led to the issue. The patient was sent to the neurosurgery clinic immediately after and was taken to the operating room for wash out and tyrx pouch implant. Following this the issue was resolved.